Manufacturer narrative:
An event of strut fracture was noted during procedure could not be confirmed. The device was returned back to abbott, and the investigation found that a the device was visually examined and there were no visible anomalies noted. Microscopic examination confirmed no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 12-10mm amplatzer duct occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During procedure, a strut fracture was noted in the device. The device was ever released from the delivery cable while inside the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.